Manufacturer narrative:
(B) (4).

Event description:
The deep brain stimulator lead was tested in saline solution prior to implant and was ok. When it was implanted, the hcp determined that there was a short between 2 of the electrodes. Impedances between all other electrode impedances were normal. The lead was explanted and examined. There was a dent in the lead at the top of the depth stop adaptor screw. The screw of the depth stop adapter may have damaged the lead. The longer screw of the new depth stop gave less tactile feedback than the old one and was more difficult to judge how much to tighten it. The hcp opened a second lead and implanted it. The second lead was normal and the case proceeded without further delays. The problem caused a delay of about 15 mins.